Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely anticoagulation management since bleeding resolved with stopping systemic heparin. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had placed a impella 5.5 pump to support a patient admitted in with cardiogenic shock and cardiomyopathy. The patient developed bleeding and hematoma at the impella site. The blood loss prompted intervention in form of washout and stopping heparin. Improvement after giving fresh frozen plasma. The patient remains on support therefore explant date and outcome is unknown.